Event description:
The customer observed mold in the r1 cartridge of a partially used clinical chemistry urea nitrogen reagent, lot 97642un11. The customer stated no errors or performance issues were observed when the recalled reagent was on the analyzer. The customer was advised to remove and destroy the recalled reagent and perform a cleaning procedure to the wash cups. There was no known impact to patient management.

Manufacturer narrative:
No consequences or impact to patient (B)(4); contamination during use (B)(4). The cause of the falsely negative or decreased clinical chemistry urea nitrogen results was due to visible particulate or visible mold in the reagent cartridges. Abbott issued a product recall letter to all customers with instructions to discontinue use and to discard/destroy any suspect cartridges and order replacement reagents.